Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in an 84-year-old female presenting with acute myocardial infarction complicated by cardiogenic shock (ami-cgs) with known coronary artery disease. The patient required mechanical ventilation for respiratory support. During cardiac catheterization, the patient underwent coronary angioplasty with ptca stent placement and thrombectomy involving the left main (lm), left anterior descending (lad), and left circumflex (lcx) coronary arteries. The patient was categorized as scai stage b. Following the procedure, the patient had received a heparin bolus in the cardiac catheterization laboratory, and ptt was reported as greater than 200. A heparin infusion had not yet been initiated in the ICU. The patient subsequently experienced bleeding from the nose and mouth following an attempted nasogastric tube placement, as well as bloody stools. The reported patient experience included epistaxis and major bleeding. These findings occurred in the context of recent anticoagulation exposure, complex coronary intervention, and critical illness, which are recognized factors that may increase the risk of bleeding complications. There were no interventions noted for the nose or gi bleed noted. Subsequently, the family decided to withdraw care and the patient expired. The reported patient experience included epistaxis, major bleeding, and death. Based on the available information, the clinical course occurred in the setting of severe underlying cardiac disease and critical illness following acute myocardial infarction and complex coronary intervention.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.